Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had pain and inflammation at his infusion site. He was prescribed antibiotics and an ointment. The pain continued and he had surgery for an abdominal abscess. He experienced an elevated blood glucose level over 400 mg/dl. The infusion set was requested to be returned for product evaluation.